Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated "I think my pacemaker is malfunctioning". The patient stated that their "pacemaker is being sensitive to certain locations in town" and that when they are driving their heart rate is seventy and then they feel something in their throat. It was noted that their heart rate will then elevate into the eighties and nineties which is then followed by coughing, then eventually reaches a heart rate of one-hundred and ten. The patient noted these symptoms occurred when driving in the same area. The patient also stated that they are experiencing pacemaker syndrome. The ipg remains in use. No further patient complications have been reported as a result of this event.